Event description:
Additional information was received that the infusion was life sustaining.

Manufacturer narrative:
The medwatch was received on 10/08/2019.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of "no disposable" alarm. Functional testing involved cassette latch and infusion tests. The investigation found that the pump was able to read the cassette and infuse with no issue. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during use of a smiths medical cadd legacy pump for pulmonary hypertension medication delivery, the pump exhibited no disposable clamp tubing error. Subsequently, the patient switched to a backup pump. No patient consequences were reported. No adverse effects were reported.